Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon it's release. The device was not returned for analysis as it was implanted in the patient. Based upon the available information, it is likely that procedural factors may have caused the performance of the device to be limited. Therefore a root cause of operational context was assigned. Device evaluated by MFR: implanted.

Event description:
It was reported the coil detached prematurely a few centimeters protruding from the aneurysm during positioning. The physician carefully pushed the remainder of the coil into the aneurysm with the guidewire. The procedure was successfully completed. There was no adverse consequences for the patient.